Event description:
The ge oec 2600 fluoroscopy system had no table motion functions.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the issue related to a failed 386 motheboard on the cpu and the buffer pcb. The cpu was replaced and the buffer pcb. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.